Event description:
It was reported via clinical study, that the 76 yo male patient was experiencing increasing left ankle pain. The results of the CT scan showed he needed a new talar component and st (subtalar) arthrodesis. The date of adverse event onset is (B)(6) 2022. The patient¿s outcome was last known as resolved with a revision on (B)(6) 2022.

Manufacturer narrative:
H10. Concomitants: serial #: (B)(4), category #: 350-21-23 - tibial insert fb sz 3 lt 8mm, the serial number (B)(4) is not affected by the recall serial #: (B)(4), category #: 350-11-03 - tibial plate fb sz 3 lt, serial #: (B)(4), category #: 350-10-03 - ankle sz 3 locking clip.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the patient's condition cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.